Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) started alerting for charge circuit timeout and the physician would like it to no longer alert for this as the ICD is not going to be replaced. It was explained that the device will eventually trigger a charge circuit inactive which at that point the ICD will no longer alert. It was noted that the patient and physician had chosen to leave the ICD system implanted in the body after it reached elective replacement indicator (eri) and not replace it. Therefore, the device and all its functionality had been programmed off some time ago and the device had also reached eri some time ago. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinic has done reprogramming of the implantable cardioverter defibrillator (ICD) and there is no additional work around to stop the alert for charge circuit timeout.